Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4 (UDI), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Getinge fse was dispatched to evaluate the unit. On-site inspection of the equipment and review of fault code records at the hospital confirmed the fault reported by the customer. Fse replaced temperature probe, scroll compressor and muffler. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name - (B)(6) hospital. Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a high-temperature alarm during use. There was no injury reported.